Event description:
It was reported that the patient complained of withdrawal symptoms approximately 10 hours after a new implant. It was also indicated that the patient experienced underdose symptoms, including a low grade fever, anxiety, sweating and temperature fluctuations. This was the patient¿s description of the symptoms. The patient reportedly stated that he was told by his provider that his symptoms were similar to withdrawal. The physician performed a dye study with a rotor study was done on the report date. The physician was unable to aspirate the catheter and there was no rotor movement under x-ray. The next day, a rotor study was done with the assistance of a manufacturer representative and, after a period of time, the physician stated that the rotor wasn¿t moving and he requested that the pump be replaced. The logs did not show any alarm or motor stalls. The patient status at the time of the report was indicated to be ¿alive-no injury¿. The device system was used to deliver hydromorphone, bupivacaine and clonidine. It was later reported that the patient was stable as of (B)(6) 2013. The patient did not go through withdrawal. A new pump was implanted and the patient was sent home after a stable post-operative observation period.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter product ID 8598a, serial# (B)(4), implanted: 2008 (B)(6); product type catheter product ID 8598a, serial# (B)(4), implanted: 2008 (B)(6); product type catheter product ID 8596sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.